Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the ivf was leaking at top of the tubing could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 21035285 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 10mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage. The following information was provided by the initial reporter: ivf leaking at top of tubing.